Event description:
The struts were crossed to the om and were dilated with the quantum 2.24@8atm and then a quantum 3.0 x 8mm. Attempted to post dilate the lm with a quantum 3.5 however, when positioning the balloon it became detached (which is not normal) from the main shaft. On fluoroscopy the distal few cms were seen inside the coronary. Radiologist used a snare to pick up the balloon down to the femoral artery. It was retrieved on arteriotomy by cardiovascular surgeon without further complications.